Manufacturer narrative:
This report is submitted on june 24, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to seroma at implant site. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 20 november 2019.